Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alerted maximum delivery and the customer was unable to treat high blood glucose due to the error message. The blood glucose reading was 407 mg/dl. The customer noted that she had high blood glucose because the insulin pump was not delivering insulin; advised that she had taken more insulin than expected on the maximum bolus and basal rates. She declined a call to emergency services to assist her with using the device after she expressed frustration with using the insulin pump. She also noted that she has garrison syndrome, in which she did not have any taste or smell and experienced weight loss. She went from 316 to 129 lbs in the matter of 6 months. The customer's husband assisted with turning off the block feature and was able to get insulin to exit the tubing. The insulin pump alarmed battery out limit; advised a replacement battery cap would be sent. Nothing further reported.